Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that capacitor charge time limit was reached on the patient's implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. No patient symptoms were reported and the patient was recovering.